Manufacturer narrative:
(B)(4). Closing trigger. The ec60a device was received for analysis, with the closing trigger broken, inserted through a b12lt xcel trocar and with a gold cartridge reload present. The cartridge reload was received fully fired. The clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. The device was disassembled to verify internal components; and the closure trigger was found broken, this is consistent with applying a large prying force on the closure trigger handle in the opening direction. The shaft was removed from the handle and the firing and returning function of the knife was verified as functional. It should be noted that if the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger, and the closing trigger against the handle and make sure that the indicator is showing the 0 position. Press the anvil release button. Please reference instructions for use for additional information.

Event description:
It was reported that during a laparoscopic low anterior resection, the jaw did not open after fourth stroke of the first firing when the device was fired on the rectum. The shaft was articulated at the firing. The lockout symbol was shown, so the firing trigger was fully grasped and the release button was pressed, but the jaws did not open. When the doctor tried to return the firing trigger and the closing lever forcibly, the closing lever was broken off. The lockout symbol was shown and the knife direction pointed towards to the proximal side at the time. Almost all fired tissue fell out from the jaws without opening and only the acral part was clamped. The site was ligatured with endoloop and cut with scissors. The ec60a was removed from the patient with a trocar. The fired tissue was not damaged. The deployed staples were proper b-formed shape. The doctor commented as follows the target tissue was not thick nor hard. The jaws did not clamp something hard such as an existing clip or staple line. There were no unexpected resistance while closing and firing. The knife position at this event was about 5mm to the home position. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.